Event description:
It was reported that during the deep brain stimulation (dbs) lead implant procedure the physician noticed blood coming out of the cannula after insertion. The physician completed the implant of the lead and checked for impedance measurements which were fine. The patient was then admitted to the hospital and underwent a computed tomography (CT) scan which was negative. The patient has since fully recovered.